Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving li oresal of an unknown concentration at 100mcg/day via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient had a total system replacement on (B)(6) 2018. The patient presented to the emergency room (ER) on (B)(6) 2018 night with confusion that turned into loss of consciousness by (B)(6) 2018 and then a glasgow coma scale (gcs) score of 3. The patient first displayed symptoms on (B)(6) 2018 at about 1300. The patient experienced back pain, severe head pain, and vomiting, leading to agitation and respiratory arrest. The manufacturer representative decreased the pump to minimum rate early (B)(6) 2018 morning. This made no difference and it was later discovered that the patient had bacterial meningitis. There was a positive cerebrospinal fluid (csf) culture with critically high white blood cell count in csf on (B)(6) 2018. Culturing resulted in abundant escherichia coli (e. Coli). The patient was reported as deceased, passed away in the medical facility. The cause of death was determined to be brain death 2nd degree tonsillar herniation, pronounced on (B)(6) 2018. Autopsy and a toxicology report were not performed. There was no further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from saol therapeutics. It was reported that the patient was receiving 500mcg/ml of lioresal. Gcs of 3 was determined due to the patient having no open eyes, no response to pain, and no verbal response. On (B)(6) 2018, the pupils were non-reactive, the patient had no gag, no corneal reflexes. A ventriculoperitoneal (vp) shunt placement was done on (B)(6) 2018. Computed tomography (CT) scan determined diffuse cerebral edema. On (B)(6) 2018 there was a CT scan with no cerebral blood flow. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.